Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unknown cycle of peritoneal dialysis therapy. It was stated that the patient line disconnected from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.